Event description:
Customer reports 4 incidents of blood leaks during 17 day time period in 2001 on use numbers ranging from #4 - #41. Blood leaks occurred at the onset of patient treatment, and was noted by blood visible in the dialysate. Estimated blood loss was 250cc's per incident. All treatments were resumed with new dialyzers and new bloodlines without incident. No patient injuries or medical intervention reported.